Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had it juiced up pretty high, which the patient clarified, meant that the program was running a lot of energy and was set at a high level. They have to charge every other day. They have to charge for well over an hour and that it's not perfect as they were told on the (B)(6) video so they are not happy with it. The expectations for the patient were that it would take 20 minutes to an hour but they charge for sometimes up to an hour and a half and never seem to get it to 100%. They confirmed they had all 8 boxes. No patient symptoms or further complications were reported as a result of this event.